Manufacturer narrative:
(B)(4)

Event description:
Additional information was received stating that the procedure being performed was a cataract extraction with intraocular lens implant (iol).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the handpiece became very hot during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
On (B)(6) 2017 the company representative reported that the handpiece got ¿hot¿ during the case. The surgeon indicated the handpieces power was set at ¿90¿ at the time. The company representative (attending the surgery), asked the surgeon to switch handpieces to complete the case twice during the visit. The surgeon declined to switch handpieces both times. The patient was listed as a (B)(6) year old female, scheduled for phacoemulsification cataract surgery in the left eye (os). There was no reported delay and the case was completed with the same equipment. Additional, related information was requested but was no obtained from the customer. There is no request for service listed in the investigation. The operator¿s manual includes the warnings: use of the handpiece(s) in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The phaco handpiece was manufactured on march 14, 2008. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on january 4, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined. (B)(4).

Manufacturer narrative:
On (B)(6), 2017 the company representative reported that the handpiece got ¿hot¿ during the case. The surgeon indicated the handpieces power was set at ¿90¿ at the time. The company representative (attending the surgery), asked the surgeon to switch handpieces to complete the case twice during the visit. The surgeon declined to switch handpieces both times. No further information was able to be obtained from this customer. However, the phaco handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The phaco handpiece was manufactured on march 14, 2008. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on january 4, 2008. Based on qa assessment, the product met specifications at the time of release. A visual assessment of the handpiece revealed the handpiece was repaired by a 3rd party, using a non-company connector and strain relief. The handpiece was repaired by a 3rd party. Therefore, functional testing on the handpiece will not be performed. The root cause of the reported event cannot be determined. The manufacturer internal reference number is: (B)(4).